Manufacturer narrative:
In conclusion, the electronic module of the ICD was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated. Based on the analysis, the integrity of the lead cannot be assured. The analysis revealed no indication of a material or manufacturing problem.

Event description:
Biotronik was informed that during an explantation of the lumax ICD, the linox is-1 connector (pacing and sensing part) was capped due to varying pacing impedance values and a bradycardia lead solia s 60 was implanted. Apparently the tachycardia part of the linox lead remains active.